Event description:
It was reported that the patient was receiving 1gm of unknown medication programmed to infuse over 20 minutes. However clinician realized the medication infused too quickly. There was patient involvement but impact was unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the patient was receiving 1gm of unknown medication programmed to infuse over 20 minutes. However, clinician realized the medication infused too quickly. There was patient involvement but impact was unknown.

Manufacturer narrative:
Additional information: imdrf annex a,b and g codes. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.